Manufacturer narrative:
Correction: d9, h3 additional info h6 h3 other text : device not returned by customer.

Event description:
The user facility reported that the device was stuck in the run position during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device was stuck in the run position during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.